Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and a definitive cause for the reported difficulty activating the clip couldn¿t be determined in this complaint; however, the single leaflet device attachment (slda) was due to clip deployment issues. The reported off-label issue was due to use error mitraclip was used to treat tricuspid regurgitation (tr). It should also be noted that per mitraclip instructions for use states ¿do not use mitraclip¿ outside of the labeled indication¿. Since mitraclip was used to treat tricuspid regurgitation (tr), the device was used off-label; however, the off-label use did not contribute to the reported issues. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report delayed activation during clip deployment and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that the access point was through the left femoral vein to facilitate a better trajectory into the tricuspid valve. Two clips were successfully implanted on the anterior and septal leaflets. A remaining jet was observed, so a third clip ((B)(4)) was inserted. It was noted that while positioning the clip, visibility was poor due to shadowing from the two implanted clips. Good leaflet insertion was achieved; therefore, the clip was deployed. However, while deploying the clip, the mandrel was unable to release from the clip. Troubleshooting was performed and the clip was able to be released from the mandrel; however, during troubleshooting, the clip detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr reduced to a grade of 1-2. There were no adverse patient effects and a no clinically significant delay in the procedure. No additional information provided.